Event description:
A user facility hosp reported that a pt had blood results that were very acidotic after a treatment on a system 1000 hemodialysis machine. Limited info is available, should any additional pertinent info become available it will be forwarded.